Manufacturer narrative:
Acclarent is unable to confirm whether the prod used in the procedure that was said to have caused the csf leak was manufactured by acclarent. It is known that even grossly hyperinflating acclarent balloon catheters has not to very small increases in balloon diameters greater than the stated outer diameter spec. The reporting physician has stated, "there was no acclarent rep present for the procedure." Acclarent prod are known to be used in the facility where the reporting physician works, usually in conjunction with tools used for functional endoscopic sinus surgery (fess) procedures. It is not known whether the procedure was performed at the same facility. The subject device was not returned for eval, and its whereabouts are unk. This report is being submitted in an abundance of caution. If add'l info is rec'd regarding this report, a supplemental report will be filed. Acclarent will continue to monitor this phenomenon for trending purposes.

Event description:
Acclarent was informed of a possible adverse event in which a pt was said to have developed a cerebrospinal fluid (csf) leak following a balloon procedure using an unk device. The reporting physician stated that the csf leak has allegedly occurred following a procedure performed by a second unnamed physician, in which an unidentified brand and model of balloon catheter had been over-inflated. The reporting physician had stated that the pt has been referred to her as a result of the csf leak, and that the method of repairing the leak was being explored. Acclarent has attempted to contact the reporting physician to obtain add'l info related to the event, but has rec'd no further details of the occurrence, or the status of the pt.